Event description:
Internal pain pump for back pain caused patient with ckd to overdose one week after slight increase in rate. Not sure if rates but was told that was still less than 25% of max rate.